Event description:
Info received indicates the head section will not lower.

Manufacturer narrative:
The technician found the retaining ring came off, allowing the lower pivot bolt to slide out. The technician replaced the retaining and secured the bolt to repair the stretcher.